Event description:
A customer reported a malfunction of their insulin pump, which led to hospitalization due to diabetes-related causes. Their blood glucose level was extremely high, measuring 28 mmol/l, accompanied by dangerous ketone levels identified by healthcare professionals. In attempts to manage the issue, the customer used multiple daily injections and corrective bolus via the pump but needed further medical intervention. They were treated with a heart monitor, saline infusion, and continuous monitoring. No issues were observed with the cartridge, infusion set, tubing, cannula, or insulin. Customer was discharged the next day with the issue resolved and no permanent damage technical support confirmed the non-resettable malfunction and initiated replacement of the pump, instructing the customer to send back the faulty device using a pre-paid label.